Event description:
It was reported the material ruptured, detached and was difficult to remove from inside of the patient. A sterling sl balloon was selected for a vessel dilation procedure to treat peripheral arterial disease (pad). During the procedure, after a single inflation in a moderately calcified vessel, the balloon ruptured within the vessel. The device rupture occurred transversely, and the device subsequently detached during withdrawal, making retrieval difficult. The device was successfully removed from the patient, and no device fragments remained in the vasculature. The procedure was successfully completed using a different device of the same model. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).